Event description:
Reporter indicated that vns patient was explanted due to acute osteomyelitis, with septic arthritis of the left shoulder. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.